Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, refill reports were not generating completely. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue occurred due to incorrect critical low percentage settings for medication classes. A technical support specialist reviewed the configuration and confirmed that the controlled and non-controlled medication class filters were correct. After consulting with a team lead, the critical low percentage for the affected medication was adjusted from 35% to 100%, ensuring that any medication at its minimum level would populate in the report. Once the setting was updated, the report generated correctly. The customer later reported the issue again but resolved it independently by applying the same adjustment. The case was closed after confirmation. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, refill reports were not generating completely. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.